Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was observed during review of the device log file's. However, the device was put through extensive functional testing with the customer's provided mutlifunction cable without duplicating the report. An internal inspection found no discrepancies. The multifunction cable and defib receptible were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.